Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed messge (error code 1104). It was unknown how the issue was found. No patient or user harm reported. A quote was provided to have the device evaluated/repaired. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The quote provided to the customer expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.